Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 5/13/2024, a sales representative reported via phone that an ar-8991 fibertak dx suture anchor shuttling mechanism had failed; it bound up and would not tension. Everything was cut out, and they inserted a new ar-8991 fibertak dx suture anchor from the same lot to complete the case without delay. This was discovered during a brostrom repair procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.